Event description:
Reporter complains she has had many issues with the (B)(4) birth control products and this has made her so sick that now she has to have a complete hysterectomy and definitely believes it is due to (B)(4). She says she has suffered from severe cramping, excessive bleeding, premature ovarian failure, leg and arm pain, headaches, mood swing, bloating, painful sexual intercourse and vaginal infection. She has to undergo her complete hysterectomy on (B)(6) 2012 by the same doctor who inserted the essure product in her.